Event description:
Related manufacturer reference number: 2017865-2025-16973. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited over-sensed noise resulting in pacing inhibition. Programming changes were made. The patient was in stable condition.